Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault event active was not confirmed. The heartmate 3 system controller (serial number (B)(4) was not returned. Additionally, there were no log files submitted for analysis from the heartmate 3 system controller (serial number (B)(4). The system controller was exchanged, which resolved the driveline power fault alarm and a log file was submitted from that controller. The submitted log file from the exchanged controller (hsc-036002) contained data spanning approximately 968 days (13sep2019 ¿ 05may2022). The submitted log file shows data that is consistent with events recorded after the controller was exchanged to (B)(4). There were no notable atypical alarms active in the log file, indicating that the controller and modular cable exchange resolved the issue. Provided information stated that the product will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed (B)(4) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. G) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline power fault. The patient went to the hospital and their system controller and modular cable were exchanged, resolving the alarm. Related modular cable MFR #: (B)(4).